Manufacturer narrative:
Unit passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. No motor error alarm. Motor passed motor test. Unit received with intermittent button response due to moisture damage keypad trace. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had keypad anomaly and motor error alarm. The blood glucose at the time of the incident was 65 mg/dl. Troubleshooting was performed. The device was returned for analysis.